Event description:
The patient presented with a "scab/possible skin opening" over the cochlear implant site in 2007. It was recommended that the patient discontinue wearing the sound processor until he could seek medical treatment. In two months later (date not reported) the patient was treated with oral antibiotics for two weeks. The surgeon also noted that the bed for the implant was not deep enough which may be causing the patient's skin to be irritated. On the patient was seen by his personal care physician, who "drained pus" from the site and treated the patient with oral antibiotics. On six days prior to original date, the patient's skin flap reportedly "looked pretty good" and oral antibiotics were administered for fourteen days. The patient underwent skin flap revision on original date.

Event description:
(B)(6) is a recovering breast cancer pt who had a portacath inserted at an earlier time at another facility. On (B)(6)2010, the physician tried to remove it; he was able to remove the port, but was unable to apply sufficient manual traction to move or remove the catheter under local anesthesia. Her wound was irrigated, and closed, with cxr showing that the catheter remained in the svc. She was having chest discomfort during the procedure and a post-op EKG was found to be normal. On (B)(6), she was taken to interventional radiology and the catheter was removed intact via dissection. Both procedures were well tolerated and the pt was discharged. Dose or amount: na. Dates of use: unk. Diagnosis or reason for use: breast cancer treatment.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010. Patient may be reimplated in six to twelve months.(B)(4).

Manufacturer narrative:
(B)(4).